Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and device dislocation ('drs cant find one of mine') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), genital haemorrhage ("bleeding"), tachycardia ("tachycardia"), cyst ("cysts") and premenstrual syndrome ("pms"). The patient was treated with surgery (partial hysterectomy). Essure was removed. At the time of the report, the pelvic pain, device dislocation, genital haemorrhage, tachycardia, cyst and premenstrual syndrome outcome was unknown. The reporter considered cyst, device dislocation, genital haemorrhage, pelvic pain, premenstrual syndrome and tachycardia to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s social media: tachycardia, cyst, pelvic pain, genital hemorrhage, device dislocation and premenstrual syndrome. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') and device dislocation ('drs cant find one of mine') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device effective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), genital haemorrhage ("bleeding"), tachycardia ("tachycardia"), cyst ("cysts"), premenstrual syndrome ("pms"), abdominal distension ("bloating"), rash ("rashes"), pruritus ("itchy skin"), headache ("headache "), allergy to metals ("nickel allergy"), pain ("body ache ") and autoimmune disorder ("autoimmune disease"), was found to have leukaemia ("leukemia"), hodgkin's disease ("hodgkin's lymphoma") and lymphoma ("lymphoma") and was found to have a pregnancy with contraceptive device ("e baby"). The patient was treated with surgery (partial hysterectomy at (B)(6) 2011). Essure was removed. At the time of the report, the pelvic pain, device dislocation, genital haemorrhage, tachycardia, cyst, premenstrual syndrome, leukaemia, hodgkin's disease, abdominal distension, rash, pruritus, headache, allergy to metals, lymphoma, pain, pregnancy with contraceptive device and autoimmune disorder outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was unknown to the reporter. The reporter considered abdominal distension, allergy to metals, autoimmune disorder, cyst, device dislocation, genital haemorrhage, headache, hodgkin's disease, leukaemia, lymphoma, pain, pelvic pain, pregnancy with contraceptive device, premenstrual syndrome, pruritus, rash and tachycardia to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2020: social media was received. Event added- autoimmune disease. Reporter were added. On 18-may-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') and device dislocation ('drs cant find one of mine') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device effective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), genital haemorrhage ("bleeding"), tachycardia ("tachycardia"), cyst ("cysts"), premenstrual syndrome ("pms"), abdominal distension ("bloating"), rash ("rashes"), pruritus ("itchy skin"), headache ("headache "), allergy to metals ("nickel allergy") and pain ("body ache "), was found to have leukaemia ("leukemia"), hodgkin's disease ("hodgkin's lymphoma") and lymphoma ("lymphoma") and was found to have a pregnancy with contraceptive device ("e baby"). The patient was treated with surgery (partial hysterectomy at (B)(6) 2011). Essure was removed. At the time of the report, the pelvic pain, device dislocation, genital haemorrhage, tachycardia, cyst, premenstrual syndrome, leukaemia, hodgkin's disease, abdominal distension, rash, pruritus, headache, allergy to metals, lymphoma, pain and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was unknown to the reporter. The reporter considered abdominal distension, allergy to metals, cyst, device dislocation, genital haemorrhage, headache, hodgkin's disease, leukaemia, lymphoma, pain, pelvic pain, pregnancy with contraceptive device, premenstrual syndrome, pruritus, rash and tachycardia to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: fu social media process. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), device dislocation ('drs cant find one of mine') and genital haemorrhage ('bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), tachycardia ("tachycardia"), cyst ("cysts") and premenstrual syndrome ("pms"). The patient was treated with surgery (partial hysterectomy). At the time of the report, the pelvic pain, device dislocation, genital haemorrhage, tachycardia, cyst and premenstrual syndrome outcome was unknown. The reporter considered cyst, device dislocation, genital haemorrhage, pelvic pain, premenstrual syndrome and tachycardia to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s social media: tachycardia, cyst, pelvic pain, genital hemorrhage, device dislocation and premenstrual syndrome. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.